Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified therapeutic procedure, the camera head had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
(B)(4). The device was returned to olympus for evaluation and the customer's allegation was confirmed: blurry image due to faulty charged coupled device. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. The most probable cause of the complaint is: component failure. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified therapeutic procedure, the camera head had a blurry image. There were no reports of patient harm.